Event description:
A peritoneal dialysis (pd) nurse reported that a patient was hospitalized due to failure of the patient's peritoneal membrane. The patient was switched to hemodialysis treatment as a result. The following is from the medical records received from the patient's treatment facility. The dialysis patient presented to the emergency room with complaints of pain on his right groin area, associated redness and warmth in area and aggravated by palpitations that improved with medication. That was a gradual onset, was moderate in severity and was associated with fever, shivering, chills, nausea, poor oral intake and dry heaves. The patient also reported that his blood pressure was noted to be lower than his baseline. Assessment also found some weakness and fatigue. The day prior the patient had a procedure for a right femoral dialysis graft. The patient was admitted for cellulitis and sepsis and treated with intra venous fluids, vancomycin and zosyn.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.